Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that a power-on-reset (por) condition was seen on the patient's implantable neurostimulator (ins). The reporter noted when they checked the ins device with the clinician programmer the serial number was missing. This occurred because of the por event issue. The issue was reported as resolved when the healthcare professional (hcp) reprogrammed the patient's ins. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that when the patient went into stores their stimulation either boosted so fast or it turned off. It would be strong enough where it would cramp the patient¿s leg or turn the stimulation off. This had happened since it was first put in 2000. When asked if the patient used the patient programmer to turn stimulation off prior to passing through security, the patient stated they generally just left it alone. The patient¿s health care provider (hcp) had told them to go around security gates. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report #6000032-2015-00101 for the patient¿s first ins and manufacturer¿s report #3004209178-2015-09883 for the patient¿s second ins with the same issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3080, lot# l80927, implanted: (B)(6) 2000, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).